Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly during charging. The customer reported to have a low blood glucose (bg) level of 83 mg/dl after taking a glucotab and stated that bg level was not tested prior to glucotab. There was no reported impact to the customers bg level. During the call with tandem technical support the customer was advise to load a new cartridge and upload pump data. The customer stated that load would be completed but had to return to work. Multiple attempts have been made to contact the customer that have been unsuccessful. No additional information was provided.